Event description:
This report was received from (B)(6) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011 the patient was diagnosed with peritonitis with (B)(6) and was hospitalized due to the event. It was unknown if remedial treatment was rendered. The cause of the peritonitis was unknown. On an unspecified date in (B)(6) 2011, therapy with dianeal was withdrawn and on (B)(6) 2011, the patient's pd catheter was removed and the patient started hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event. The nurse stated that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10g29051 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no device malfunction or user error identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis incident.